Event description:
Hillrom received a report from a hillrom technician stating the bed had a short circuit when the bed was plugged in and the cord was blackened. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom service technician identified that the power cord needed to be replaced. The technician replaced the power cord to resolve this issue. The totalcare® bed system is intended to provide a patient support ideally suited to be used in health care environments. The totalcare® bed system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The totalcare® bed system is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. Additionally, the user manual instructs that power cords require inspection routinely to ensure no damage has occurred during use. The manuals also include warnings such as incorrect use or handling may result in damage to the power cord. They also instruct that if damage has occurred remove immediately, and to properly remove the power cord from the electrical outlet during transfer or movement of the device. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on may 12, 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.